Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported under delivery and experienced hyperglycemia with a blood glucose value of 395 mg/dl at the time of the event. The customer was treated with the manual injection. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
Using a test battery cap, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The original battery cap was received with the battery cap contact completely broken off (all 3 heat stake posts were broken). There were 178 boluses listed on the event date 06-mar-2023 in the pump history file. Please see the first 10 boluses listed on the event date 06-mar-2023 in the pump history file. (B)(6) 2023 00:03:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3750 (0.375 u) bolusamountdelivered: 3750 (0.375 u) (B)(6) 2023 00:13:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6) 2023 00:18:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6) 2023 00:23:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3500 (0.35 u) bolusamountdelivered: 3500 (0.35 u) (B)(6) 2023 00:28:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3500 (0.35 u) bolusamountdelivered: 3500 (0.35 u) (B)(6) 2023 00:33:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2500 (0.25 u) bolusamountdelivered: 2500 (0.25 u) (B)(6) 2023 00:38:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2500 (0.25 u) bolusamountdelivered: 2500 (0.25 u) (B)(6) 2023 00:43:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3500 (0.35 u) bolusamountdelivered: 3500 (0.35 u) (B)(6) 2023 00:48:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3500 (0.35 u) bolusamountdelivered: 3500 (0.35 u) (B)(6) 2023 00:53:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3500 (0.35 u) bolusamountdelivered: 3500 (0.35 u) there was no auto suspend alarm noted on the event date 06-mar-2023 in the pump history file. There was a user suspended alarm noted on event date 06-mar-2023 in the pump history file listed below. (B)(6) 2023 10:07:04.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the daily total of all insulin delivered on the event date 06-mar-2023. (B)(6) 2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 1314750 (131.475 u) dailytotalofbasalinsulindelivered: 596750 (59.675 u) dailytotalofbolusinsulindelivered: 718000 (71.8 u) please see below for the pump errors/alarms noted 1 week prior to the event date 06-mar-2023 in the pump history file. (B)(6) 2023 03:49:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 202319:49:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 20:20:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 20:36:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 20:52:00.000 alarmalertnotification (40) faultnumber: checkconnectionalert (795) (B)(6) 2023 19:59:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 21:19:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 21:29:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 21:51:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2023 22:10:26.000 alarmalertnotification (40) faultnumber: changesensor3alert (789) (B)(6) 2023 21:03:07.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 22:03:05.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 22:13:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2023 00:31:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2023 10:02:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6) 2023 10:04:25.000 batteryremoved (55) (B)(6) 2023 10:04:25.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 10:04:39.000 batteryinserted (44) (B)(6) 2023 20:59:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 22:14:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 22:24:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 17:14:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 18:06:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2023 18:22:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Low battery alert was due to the battery in the pump is low on power. The replace battery alert/ change battery fault (73) was triggered 9.5 hours after the low battery alert. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert, check connection alert, sensor error alert or change sensor alert noted. Lost sensor alert not confirmed. Check connection alert not confirmed. Sensor error alert not confirmed. Change sensor alert not confirmed. Low battery alert not confirmed. Change battery fault not confirmed. The pump passed the functional testing. Possible under delivery anomaly not confirmed. Sensor updating not confirmed. Carelink connect not confirmed. Battery cap damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.